Event description:
End user states that the walker been cracked since she got it. Sometimes spins the wheel and the patient stated that she had fallen a few days earlier because of this.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The futura/front fork is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.